Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during incoming inspection at arrival the package was noted to contain a device with black debris and corrosion from the battery. No harm or delay were reported as there was no patient involvement. No adverse event was reported as it relates to this problem. It was reported that no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual inspection of the product showed the battery pack was warped on one side and there was gray/black debris from the battery expulsion throughout the sealed tyvek tray. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.